Event description:
The manufacturer received information alleging a failure related to the ventilator's oxygen blending module board occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to a faulty oxygen solenoid valve and oxygen flow sensor being out of tolerance.